Event description:
The customer received questionable glucose results for one patient sample when tested on a additional d-module, serial number (B)(4). The initial glucose result was 185 mg/dl (accompanied by a data flag) and was reported outside the laboratory. The patient's physician contacted the laboratory later that same day and requested the sample be retested. The original sample aliquot and the primary tube were retested, on the same analyzer, and both recovered 87 mg/dl. The customer issued a corrected glucose result of 87 mg/dl. The customer did not believe the patient was affected by the erroneous patient result. She believed the physician requested the sample be retested before administering or altering or withholding any treatment for the patient. The field service representative did not determine a cause. He checked the analyzer's performance which was good. The customer ran calibration, quality control and a precision check which were acceptable.

Manufacturer narrative:
Additional required information was not provided for further investigation. The customer stated "she does not believe the patient was affected by the erroneous patient result. She stated she believes the physician requested the sample to be retested before administering or altering or withholding any treatment for the patient".